Event description:
It was reported that during a spinal cord stimulation paddle lead implant procedure, the patient lost sensory and motor signals while the physician was suturing the cervical incision. The physician assessed the patient had swelling in the cervical area and was concerned about temporary paralysis. Therefore, the physician immediately removed the cervical paddle lead from the patient. There was no suspected issue with the device. Several weeks later, upon follow-up, the patient was doing well and was expected to make a full recovery with physical therapy. The lead will not be returned as it was retained by the medical facility.